Event description:
Pt with massive pulmonary embolism and hemodynamic instability with recent surgery and retro peritoneal dissection precluding thrombolysis underwent possis angiojet thrombus removal and had hemoptysis and air within vasculature and in left ventrical and expired.